Event description:
The customer reported the system displayed a pre-charge error, which would prevent the system from booting up correctly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board. The system operates as intended.